Event description:
It was reported that patient experienced waking up with quick pain. The device was explanted. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).